Event description:
In 2009, the pt stated that she began use of replacement infusion sets that were sent to her due to recurring e4 (occlusion) errors in 2009 and in the next day, her blood glucose was elevated to over 300 mg/dl. She bolused and e4 was displayed and she switched to injection therapy. She switched to her backup infusion device in the next day at 7pm and at 10:30 pm her blood glucose elevated to over 300 mg/dl and she bolused successfully. When she woke up in the following day, her blood glucose was elevated to 303 mg/dl and she bolused and an e4 was displayed. Her target blood glucose level is 120 mg/dl. She stated that she has used 2 separate vials of insulin and it appears clear and is not expired. Her current infusion site is placed on her arm and was inserted by her daughter who is a nurse. The pt was instructed to disconnect from the infusion site and to place the infusion device in the run mode and e4 was displayed. She removed the infusion tubing and primed without error. She attached an infusion tubing from another lot of infusion sets and primed and bolused without error. She was sent sample infusion sets and an infusion set insertion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.